Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states: "presence of a bubble in the plastic part that connects the plug in of the oxygen to the aquapack bottle. So it occludes the flow of oxygen." The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle lot: 220177 was received for evaluation. It came without the 040 humidifier adaptor. The bottle was received with dents unrelated to the complaint. Upon visual inspection, there appears to be a channel from the bottom of the adaptor port to the top of the bottle. The bottle was filled about 3/4 full and an adaptor (lot 17f18) was attached. The water bottle/adaptor assembly was attached to a flowmeter. No bubbles were observed at 0.5 liters per minute or at 1 liter per minute. Upon increasing the air flow, bubbles appeared in the bottle. A review of the manufacturing event log of the lot number reported shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in=process qa inspections were acceptable. Based on the investigation performed, the reported complaint is confirmed. Corrective action has been taken. The returned sample was manufactured prior to the corrective action.

Event description:
Customer complaint states: "presence of a bubble in the plastic part that connects the plug in of the oxygen to the aquapack bottle. So it occludes the flow of oxygen." The condition of the patient is reported as "fine".